Event description:
Per independent repair center, the unit¿s alarm would not function. The key failure was the sieve beds being blown. Additional malfunction for this device was the horn on the control panel not alarming.